Event description:
Healthcare professional reported right side "rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, wear abrasion and stress marks. Based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.